Manufacturer narrative:
The sensor kit expiration date is (B)(6) 2022. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported while wearing the adc device. The customer experienced a skin infection, "two blister full of liquid, exudate" and further reported having contact with a healthcare professional who prescribed genatlyn beta cream (steroid antibiotic cream) as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.